Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly fell and sustained a hematoma over the implant. The recipient was treated medically and is wearing a compression wrap. A review of the test data indicates impedance issues. Programming adjustments were made; however, the issue did not resolve. The recipient will continue to be monitored.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed antibiotics (type unknown). The recipient had reportedly ceased device use. The recipient has healed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.